Manufacturer narrative:
The insulin pump was unable to prime during prime due to faulty force sensor. The device had cracked display window corners, cracked battery tube threads, and scratches on the display window. (B)(4).

Event description:
Customer reported via phone, call the insulin pump had cracks in the battery area. Customer's blood glucose was 169 mg/dl. Troubleshooting was performed and customer stated the damage occurred due to tightening up the cap. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return the device for analysis.